Event description:
It was reported that the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with loose drive support disk, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and scratched reservoir tube window.